Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the insulin pump turns off. She stated they believe the battery door is not fitting right. The customer's mother stated they noticed the loose battery cap, when customer woke up with high blood glucose. The customer's blood glucose was over 600mg/dl. Couple days after, customer noticed the insulin pump was turning off. Advised to replace battery cap and call back for troubleshooting if replacement does not work. Currently customer's mother declined high blood glucose troubleshooting.